Manufacturer narrative:
The oad and guide wire were received for analysis. Adhered material was observed on the crown. Examination of the area of adhered material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. The guide wire was engaged in the oad and removed with significant resistance in the area of adhered material. The guide wire was cleaned, and passed through the oad driveshaft and handle with no resistance. When tested, the oad spun on all speeds and functioned as intended. The spring tip of the guide wire was fractured. Scanning electron microscopy identified rotational damage and a torsional fracture. This damage was consistent with the spinning oad contacting the spring tip with the fracture occurring during spinning. At the conclusion of the device analysis, the reported stuck on wire event was confirmed. The diamondback 360 coronary atherectomy system instructions for use states, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad), was selected for treatment of a lesion in the distal right coronary artery (rca) via a radial approach. The distal lesion was 80% stenosed, and the vessel segment was non-tortuous and 3.0mm in diameter. The lesion was easily wired. Following a procedural issue unrelated to csi devices, the oad was introduced into the patient and advanced using glideassist. Visibility was poor due to the patient's weight, and as a result the crown was placed distal to the lesion. The oad was retracted using glideassist to the proximal side of the lesion, and the guide wire also retracted. During the third oa treatment, the oad contacted the guide wire spring tip. The oad became stuck on the guide wire; the oad was not moving at a 1:1 ratio with the control knob. The oad and guide wire were removed from the patient together, and the procedure was aborted. The oad and guide wire were forcibly separated ex vivo, and the spring tip fractured. It was confirmed that the guide wire had not fractured in the patient. The physician planned to medically manage the patient and schedule additional treatment in the future if needed.